Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only a photo was received. After review the photo, it was noted that the blade was discolored (blue) due to heat generated from contact between the blade and tissue pad without having tissue between them. There was also an image of what appeared to be black specks in a bag. A likely cause for the blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. No conclusion can be reach on what could have caused the reported event because only an image was reviewed. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends.

Event description:
It was reported that during a lap hepatic procedure, the tissue pad was damaged and the fragments scattered into the patient. No error code was displayed. A sonosurg was used to complete the case. There were no adverse consequences to the patient. The doctor thought that some fragments were left inside the patient. No device will be returning.